Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient had difficulty keeping the ipg charged. It was noted that the scs system was not functioning properly which maybe due to lead migration, lead fracture or generator failure. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patients ipg was not getting a charge anymore. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty keeping the ipg charged. It was noted that the scs system was not functioning properly which maybe due to lead migration, lead fracture or generator failure. The patient will undergo a revision procedure wherein the ipg will be replaced.